Event description:
This senior medical affairs specialist reviewed the information the patient/layperson gave to a customer care advocate (cca) in early 2009. The patient alleged her onetouch ultramini meter prompted "ee" on several occasions. It was not clear if the reported message came on immediately after the strip was inserted, after blood was applied, or after the countdown. However, "ee" is not a prompt in the meter. No ee message showed when the patient successfully performed two blood glucose tests for the cca; test one 276 (miscoded) and test two 195 mg/dl (coded correctly). The patient reported that she was still at home, ill, [with what resembles a very bad cough] since a week or more before calling. Three days prior, the patient reportedly stopped testing due to the alleged message and because, she said, "I really didn't care what my sugars were because I felt so bad. "The patient continued taking her only insulin, lantus, at 9:30pm each night. When asked, if she had symptoms due to the reported issue, the patient stated, "I think my vision was affected." The next day, the patient experienced double and possibly blurry vision, which she has had "off and on" since she stopped testing. The patient would sit down and close her eyes "for a while" until it subsided. The patient also reported that she had not eaten in three days because she was "so sick". However, the patient did not attribute her current illness to diabetes or the meter. Because the patient alleged that she developed blurry vision after the issue began (a symptom that meets the criteria of serious injury), the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.